Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue " over infused ran faster than should have" during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infused" was reproduced. The device was tested for flow accuracy and over delivered with 5.6824%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.